Event description:
The customer received a questionable testosterone result for one patient sample. The initial result was 8.49 ng/dl and was reported outside laboratory. On (B)(6) 2013, the same aliquot of the sample was tested and the result was 567.6 ng/dl. The same sample was repeated again and the result was 571.1 ng/dl. This was the corrected result put in computer on monday, (B)(6) 2013. The customer said there was no adverse effect to the patient because the result from the weekend would not have been seen and only the corrected result from monday would have been used by doctor. The testosterone reagent lot number was 17142305 with an expiration date of 05/31/2014. The field service representative determined there was broken lld (liquid level detection) wire on sample probe. He replaced the sample probe, performed lld adjust, sample probe rotation adjusts and sample probe up/down adjustment. The customer ran acceptable qc and instrument was running to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.